Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2026, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® dryseal flex introducer sheath. During the procedure, the physician placed the sheath and advanced the dilator, which encountered mild resistance in the left common iliac artery as it passed through the existing gore® excluder® device. All vessels were patent; the pathway was simply tight. The physician continued advancing the device, and the dilator passed an existing bare-metal stent in the patient¿s left renal artery. Upon removal, the dilator was found to be split at the very proximal end of the tip. Despite this, the procedure was successfully completed using the same sheath, and the patient tolerated the procedure. After reviewing the pre-operative and post-operative imaging, the physician recalled significant difficulty had been encountered while cannulating the left renal artery. The existing bare-metal stent was found to be in a different position than expected. Although the stent had been intact prior to the procedure, it appeared partially crushed afterward. It is believed that the dilator caught on the bare-metal stent, causing both deformation of the stent and splitting of the dilator.